Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue and blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 12/03/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed records of power on reset on september 12, 2014. On examination, the pump case was intact without damage. The battery cap that was returned with the pump for investigation was evaluated and was found to measure outside of specifications, but was able to secure properly to the pump and maintain electrical connection. On investigation, the pump powered on with normal auditory and vibratory function, however, the display remained blank. The pump was opened and the display was found to be cracked in multiple places. Due to the blank/damaged display, the power complaint could not be adequately investigated.